Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was the mesenteric vessel a named vessel? What was the approximate compressed width of the vessel? What is the bmi of the patient? Did the patient have any coagulopathy disorders? What pre-operative blood thinner medication were used? Was the vessel skeletonized to be taken individually or was it taken as a part of a bundle? Is the generator log available for engineering use? What power level was used? Were they using standard power or advanced hemostasis? Were there any generator errors or device issues during the original case? Were blood products administered? If so, how much. What is the patient's current status? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that following a gastric bypass procedure a patient was taken back to the or for a 3 l bleed into her abdomen from a mesenteric vessel the harmonic device was used to seal on next to the stomach. It opened up in recovery room.

Manufacturer narrative:
(B)(4). Date sent: 6/8/2022 additional information was requested and the following was obtained: was the mesenteric vessel a named vessel? No. What was the approximate compressed width of the vessel? Unknown. What is the bmi of the patient? Unknown did the patient have any coagulopathy d.isorders? No. What pre-operative blood thinner medication were used? No. Was the vessel skeletonized to be taken individually or was it taken as a part of a bundle? Was not skeletonized. Is the generator log available for engineering use? No. What power level was used? 5. Were they using standard power or advanced hemostasis? Standard power. Were there any generator errors or device issues during the original case? No. Were blood products administered? If so, how much no. What is the patient's current status? Patient was stabilized and recovered after being taken back same day to address leak.